Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver log was downloaded, there is no data available within the investigation window. A pairing test was performed and it passed. The reported event of loss of connection could not be determined. The root cause could not be determined.